Event description:
Event description guidant received information that this ventricular lead exhibited a probable lead fracture. This was discovered during a pacemaker replacement procedure. The lead has been implanted greater than eight years.